Event description:
Boston scientific crm received info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired due to septicemia. It was noted that the pt was sensitive to infection. There was no allegation against the device. No other adverse pt effects were observed.

Manufacturer narrative:
As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any add'l info becomes available, this investigation will be updated.